Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 406 mg/dl. Customer treated their high blood glucose via insulin needle. Customer's current blood glucose level was around 200 mg/dl. Customer advised they had bent cannulas and went to the hospital because of being bitten by a tick.